Manufacturer narrative:
An invacare sales rep spoke with the end user and inspected the chair. The sales rep confirmed the left leg-rest on the chair was broken. It was found the wheelchair did not properly fit the end user. The front floor to seat height is too tall for the patient. The end user stands on the foot-board to get in the chair, causing the issues with the lnx and foot-board. The invacare rep was unable to reproduce the unintentional movement. The sales rep is working with the provider and motion concepts to place an order for a replacement chair with modifications to meet the end user¿s needs. Should additional information become available, a supplemental record will be filed.

Event description:
The end-user reported that her tdxsp2 wheelchair lost control and was driving intermittently on it's own. The end- user got her left leg caught in between the chair and a wall and broke her tibula.